Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation of the device and the report of suspected thrombus, as well as a specific cause for the elevated ldh, cannot be conclusively determined through this evaluation. Elevations in pump power/estimated flow were confirmed in the log file data provided by the account. The submitted log files contained overlapping data spanning from 3/7/2019 at 06:30:37 to 4/10/2019 at 08:20:24, per the timestamps. Elevations in pump power/estimated flow typically associated with pi events were captured from 3/31 at 09:34:17 through 4/1 at 22:51:35, as well as from 4/9 at 17:49:32 to the end of the log file data. No notable alarms were captured. A specific cause for the change in pump parameters cannot be conclusively determined. The patient remains ongoing on the device and no further events have been reported at this time. The heartmate ii left ventricular assist system instruction for use lists thrombus and hemolysis as adverse events that may be associated with the use f the heartmate ii left ventricular assist system and outlines the indications of thrombus, as well as how to respond to such events. Information regarding recommended anticoagulation therapy and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Describe problem or event: the patient underwent pump exchange on (B)(6) 2019 which is reported under MFR report # 2916596-2019-00144. Approximate age of device- 2 months, 21 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was stated that the patient experienced power spikes and elevated flows in the setting of controlled blood pressure (doppler 78), and had ldh of 282. The patient denied tea-colored/coke-colored/rust-colored urine. Labs are currently pending. Inr has been therapeutic on (B)(6) 2019, but he was covered with lovenox several weeks ago for a low inr on (B)(6) 2019. Log file was submitted for review due to possible evidence of thrombus. The manufacturer's technical service representative reviewed the log file and observed elevated power and pi is trending downward. Additional information on (B)(6) 2019: it was reported that only lab works were done and no treatment were provided. The patient is stable and discharged. Additional information on (B)(6) 2019: it was reported that the patient continued to have power spikes which appear to be correlated with pi events. EKG shows that the patient is 100% paced with doppler bp of 74. The manufacturer's technical service reviewed the log file and observed intermittent power and flow elevations on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 that are associated with pi events. The patient experienced elevated ldh, and hemoglobin and hematocrit level was dropping. The patient was admitted for heparin drip and further workup. Additional information: it was reported that the ramp study was negative and CT angiogram suggests outflow graft thrombus. The patient was still hospitalized on IV heparin and was planned to be on a second anti-platelet agent. There is no plans for pump exchange due to proximity to pump exchange in (B)(6) 2019 for infection.